Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4) product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory showed the battery indicator signifying that it is time for device replacement. It was noted recommended replacement time (rrt) triggered on (B)(6) 2015.

Event description:
It was reported that the device exhibited suspected early battery depletion after a number of therapies were delivered. The device will be explanted and replaced. No patient complications have been reported as a result of this event.